Event description:
Patient developed an infection at the generator site post vns-implant. The patient's family member noticed some swelling and indicated that the site was red with drainage. 4 days later, the patient was seen by neurosurgeon who prescribed antibiotics. The patient's device had not yet been programmed to on. Further follow-up revealed that the infection was located at the chest pocket incision, was treated with antibiotics/I&d and has reportedly resolved.